Event description:
Event description guidant received information that this implantable pacemaker (ipm) had ventricular crosstalk inhibition from the atrial output. Ventricular sensitivity was at 1.5mv.